Event description:
It was reported that during the scheduled retrieval of a vena cava filter, the filter was successfully captured and retrieved; however, a detached limb was discovered to be embedded in the ivc wall. There were no attempts made to retrieve the detached limb. There was no reported pt injury.

Manufacturer narrative:
The lot number has not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.